Event description:
Noticing the foleys are leaking from the insertion site, and the pads underneath the patients are soaked with urine. It has happened with multiple patients. Also when placing a new catheter and inflating the balloon after getting urine return, I noticed urine leaking around penis for one of my patients. Seems there are defects.